Event description:
We have been utilizing the cardinal omni feeding pumps, and our nursing staff, along with our biomed department, identified an issue where the pump intermittently fails to transition correctly between the flush and feed modes. This malfunction occasionally results in an over-delivery of feed or an insufficient amount of flush, and vice versa, where it administers too much flush and not enough feed.